Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue and they did not here the alarm. Customer's blood glucose value was 4 mmol/l. Customer stated they did hear beeps when audio volume settings were saved however did not hear the differences between the two audio beep volumes. Customer also stated that insulin pump had multiple pump error alarm. Customer stated they were able to clear the alarm also able to rewind the pump. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The device will return for analysis.